Event description:
Baxter reported that an infusion pump "was operating on battery power when it alarmed several times and then shut down without warning" at the facility. The pump was infusing "quadruple strength" inotropic drugs to a critically ill pt when the event occurred. The staff quickly located another pump and the infusions were resumed. The pt was reported to expire; however, the hosp believes the pump "was not at fault." Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis and medical history, name of inotropic drugs involved, cause of the pt's death, autopsy results, or set up of the infusion device."